Event description:
The nurse reported that after a coronary artery bypass graft surgery using the heartstring proximal system, a pt had a stroke. The surgeon thought that the heartstring may have played a role in causing the stroke. There was no device malfunction reported.